Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. It was noted that the patient had a recent maze procedure and was exposed to large amounts of electrocautery. After the device was reprogrammed, normal function resumed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).